Event description:
It was reported that a patient had a low output current message. It was indicated that the patient was set to high settings. The device was programmed to 3.5 ma magnet and 3.25ma autostim and was unable to deliver the intended current during these respective diagnostic tests. A generator at nominal performance would be expected to deliver a minimum of 4.84ma according to ohm's law. The internal data of the generator was reviewed. It was determined that the low output current was present during both a magnet mode and autostimulation diagnostics. The internal data of the generator was reviewed. Per the magnet mode diagnsostics when the device was programmed to 3.5 ma magnet mode, diagpeakmagnet current delivered is only 3ma indicating that the 3.5 ma current was unable to be delivered. No other anomalies identified. No further relevant information has been received to date.

Event description:
Further information was received noting that the patients generator was replaced due to battery depletion. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.